Event description:
Patient on telemetry unit expired unexpectedly. As of now, investigation shows batteries not changed in transmitter. Unclear as to whether statview registered the appropriate alarm.